Event description:
Same case as : 2184052-2014-00185. A trinica revision from c5-7. Both of the c5 screws were broken; listed above. The pt had surgery about a year ago. The hospital scrapped the broken pieces so they cannot be returned.